Event description:
During troubleshooting for a check heater line alarm which occurred on the home choice (hc) during use in fill 1. The home patient (hp) stated there was air in the patient line. The technical service representative (tsr) advised the hp that they needed to start over with new supplies. There was no patient injury or medical intervention reported. A follow up was done via phone call. The home patient (hp) stated therapy has been going fine. They started over with new supplies and that resolved the issue. The sample was discarded and the lot number was not known. There was patient involvement. No injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. The assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.